Manufacturer narrative:
Upon receipt of additional information at investigation, it was determined this product should not have been reported. This report should be voided.

Event description:
Upon receipt of additional information at investigation, it was determined this product should not have been reported. This report should be voided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - japan.

Event description:
It was reported bugs in package. The event timing outside of surgery. There is no harm or delay reported. Due diligence is in progress and there is no additional information.